Manufacturer narrative:
The fusebox was returned to the manufacturer service center for evaluation and the issue could not be reproduced. All image related hardware was functioning properly.

Event description:
It was reported that the anatomy was not visible due to an opaque green over the images during a colonoscopy. According to the report, there was no injury or other adverse health consequence to the patient.